Event description:
A nurse reported the system did not recognize the footswitch during a cataract with intraocular lens procedure. The system was exchanged to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer replaced the footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 18, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).